Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The history files were read out and analyzed. It could be detected an infusion therapy on the reported day of occurrence. The infusion was performed with a selected disposable space line neutrapur. During the infusion the vtbi and the flow rate were several times changed. Furthermore it was possible to found some alarms (no drops, too many drops and too few drops). According to the mentioned complained the last setting that were made are the vtbi of 290ml and the time of 12hours, which results in a rate of 24,17ml/h. During the visual inspection of the infusomat space, all cover caps were on the screw pillars as well as the sealing on the lower housing part were available and undamaged. Damages of the housing parts could not be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. During the functional investigation it could be recognized, that the pump operated with a very loud sound. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +0,52 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Caused of the pre-investigation results the upper housing part was removed for an inside investigation. No damages or soiling could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in netherlands: "liquid has run into pump too fast". Customer information: liquid has run into pump too fast. Complaint;meropenem was administered to quickly into the patient. Date of start infusion; (B)(6) 2020 time 21:51:13 situation; setting on the pump; vtbi 290 ml time 12h rate infusion pump; 24,17 ml/h. After 7 hours of adminstration, the IV bag was already empty. During administration there were several alarms "too many drops"